Manufacturer narrative:
Device was not returned to the MFR for eval. Unable to determine the cause of the event.

Event description:
It was reported that in 2004 during tightening of the set screw, the tip of the driver broke. A piece of the driver remained in the set screw. A revision surgery is not currently planned.